Event description:
It was reported that around 2 weeks ago the patient noticed redness to her skin around the battery site. The patient noticed a stinging in her back where the battery pocket site was while she was just sitting reading a book. There was also a burning sensation at the device pocket. She was not recharging at the time. She was also not using her remote at the time. She decided to go look at the area in a mirror and noticed redness around the battery site that was stinging. The redness and stinging subsided in about 2 hours and had not occurred since. They were going to find a time when the rep and patient could meet at her doctor¿s office. The rep saw the patient on 3 days later at the doctor¿s office. The device had been performing normally and she was getting good coverage and relief of her chronic pain. The rep checked the electrode impedance and all looked normal.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n301705, implanted: (B)(6) 2011, product type: accessory. Product ID 3 7743, serial# (B)(4), product type: programmer, patient. Product ID 37092, lot# 289210001, implanted: (B)(6) 2011, product type: accessory. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).